Manufacturer narrative:
Company representative evaluated the unit and found that the monitor was selected from an incorrect input source. There was no device malfunction. Unit was calibrated and tested.

Event description:
Customer reported the panorama central station's display had a blue screen, which may have affected telemetry monitoring. No pt injury was reported.